Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged post implant. The lead was found to be not working within normal limits during testing. The lead was repositioned and remains in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.